Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement external battery as part of a warranty claim. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its external battery. The device was not in patient use when the reported event occurred.